Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg became unable to communicate with external device. As a result, surgical intervention maybe undertaken at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following hip surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.